Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels between 300-400 (mg/dl). Reportedly, customer noticed that their bg levels are more elevated when the insulin decreases below 80 units in their pump cartridges. Customer administered correction boluses to treat bg levels. Reportedly, customer uses novolog insulin in cartridges for up to 6 days at time. Customer was reminded that novolog is indicated for use up to 72 hours.